Event description:
It was reported that during the procedure the subject coil got stretched during the pushing and pulling action. Thus, the physician removed the subject coil with microcatheter from the patient¿s body. Doing so, resulted in taking out one more coil that was implanted in advance. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil was stretched during the pushing and pulling action and had to be removed together with the microcatheter. During removal it appears that a previously placed coil was also pulled out. The case was completed with no reported patient problem. No further information was provided, and the subject coil was not available for device analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure the subject coil got stretched during the pushing and pulling action. Thus, the physician removed the subject coil with microcatheter from the patient¿s body. Doing so, resulted in taking out one more coil that was implanted in advance. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.